Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device code a150205 captures the reportable event of difficulty advancing the device through the patient's tissue. Imdr f device code a040609 captures the reportable code of shaft tip bent. Block h11: the complaint device was not returned; therefore, no physical or visual analysis could be performed. As a result, the reported device performance allegation could not be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Additionally, a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of "difficult to advance and bent" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Because the adverse event occurred during the procedure and the device had no influence on the event, a conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during the midurethral sling procedure using a solyx device, the device may have hit a bone and become bent. The procedure was completed using another of the same device and there were no patient complications reported.